Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cadd® cadd-legacy® pump continuous dose rate was unintentionally changed after the patient replaced the pump's battery. The patient was unable to change the continuous dose rate due to the pump lock settings. The patient experienced paroxysmal dyskinesia due to the reported issue. No permanent injury was reported.

Manufacturer narrative:
Please note, upon further review of additional information, this event is no longer considered reportable by the manufacturer for the following reasons: the reported event did not cause or contribute to a death or serious injury. The reported event was not malfunction reportable.

Event description:
It was further reported that on (B)(6) 2016, prior to the reported event, the patient's physician had altered the device dose rate form 3.5ml per hour to 3.3ml per hour because the patient was experiencing symptoms of dyskinesia. On (B)(6) 2016, the patient exchanged the device battery and the continuous rate of the device changed from 3.3ml per hour to 3.5ml per hour. According the reporter, the physician was able to return the continuous dose rate to 3.3ml per hour; after the dose was changed, the device continued to deliver 3.3ml per hour. It was reported that the paroxysmal dyskinesia resolved. According to the reporter, the patient was being treated for "nothing" when the event occurred. The reported device is not being returned for investigation.